Event description:
During a planned maintenance inspection a biomedical technician discovered that the heavy gauge plastic housing of the side mounted flexible examination spotlight had melted severely. When questioned about this, the staff in the nicu claimed it had been this way for a period of time and were unclear how this may have happened. The melting occurred in the back and side of the plastic housing and a small portion was discolored to the extent it became brown.

Event description:
During a planned maintenance inspection a biomedical technician discovered that the heavy gauge plastic housing of the side mounted flexible examination spotlight had melted severely. When questioned about this, the staff in the nicu claimed it had been this way for a period of time and were unclear how this may have happened. The melting occurred in the back and side of the plastic housing and a small portion was discolored to the extent it became brown.